Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawers 3.1 and 3.2 failed and user was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 3.2 was failed. A field service engineer (fse) troubleshot the drawer and determined that the controller card for drawer 3 had failed. The system was powered down, and the half height cards were tested and found to be working. The controller card for drawer 3 was removed and replaced, all cables were reseated, the unit was reassembled, and the system was rebooted. The drawer functioned properly after testing in hardware test application, and the customer verified operation by completing inventory testing. The system functioned as intended after the field service engineer repaired the device.